Event description:
The user purchased one of these tests and scanned the code on the box to follow instructions, once the user got to the part to scan the test the user got a notification that it was "not a valid diatrust covid19 test kit" and could not proceed through the instructions. The user tried again and even opened the 2nd test with the same result. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.